Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. The received forceps sample was found in an outer blister with cover foil. It is very bent. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the shaft of the forceps is very bent. Due to the condition of the sample, the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively due to the condition of the sample. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that an ophthalmic forceps would not close after it was moved to the open position prior to the start of a vitrectomy surgery. There was no patient involvement with the unsatisfactory forceps therefore, there was no patient harm.